Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Two valiant navion stent grafts were implanted during a the endovascular treatment of a thoracic aortic dissection. It was reported that during a follow up CT approximately 10 months later found an aortic enlargement of +8.1 mm, distal to the endograft. A stent ring enlargement was also noted as +1.9mm on the vnmc4034c200te device ((B)(6)). The cause of the aortic enlargement and the stent ring enlargement were not provided. No additional clinical sequelae were reported and the patient will be monitored.